Event description:
During catheterization and stent placement, diagnostic catheter inserted w/o difficulty. Upon insertion of guiding catheter and while attempting to engage the right coronary artery, the catheter kinked in the iliac artery. The kink resulted in a sharp edge to the catheter which tore the iliac artery. The dissection was repaired with a stent.